Event description:
The ra lead was not surgically abandoned. At the time of the revision procedure, the lead appeared to be functioning normally. The patient was reported to have not needed ra pacing support and therefore the lead was left as is.

Event description:
Boston scientific received information that this tachy device and right atrial (ra) lead exhibited high, out of range, pacing impedance measurement of greater than 3,000 ohms. Noise on right ventricular (rv) lead was also noted. There was no report of asystole greater than two seconds and no inappropriate therapy noted. Additional information received that the device was programmed vvi mode while waiting for revision. The rv lead was confirmed fractured via fluoroscopy. The rv and ra lead were surgically abandoned and tachy device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.